Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) failure to follow steps (no femoral angiogram was taken). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. There was no needle strike mark observed at the posterior foot, but the posterior needle tip was bent. This is indicative of the posterior needle being deflected away from posterior foot and interacting with human tissue during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. One of the anterior cuff tabs (304 stainless steel, approx. 0.01 by 0.01 inches) was broken off and was not returned with the device. Because the original plunger was not returned with the device, during lab testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The instructions for use (IFU), under the warnings and smc device placement sections, states: perform a femoral angiogram to verify the location of the puncture site. The IFU, under the smc device placement section, states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Contributing factors for needle deflection during the needle plunger deployment included, but not limited to, manufacturing deficiencies; however, the needle trajectory of every device is checked twice during manufacturing. Anatomical conditions; however, the presence of calcification or other challenging anatomical conditions were unknown and not available as a femoral angiogram was not taken prior to the procedure. Deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incident that exhibited the posterior cuff miss and subsequent anterior cuff detachment as this incident. Overall, in review of these incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot.